Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The alleged faulty device was received into the carefusion failure analysis lab and is awaiting evaluation. Based on the reported event, this is a known issue and was addressed by an internal action.

Event description:
The customer reported the pr3 regulator does not achieve the patient circuit calibration (at maximum <39). He used his test circuit to confirm and verify the complaint. Carefusion technical support specialist issued a replacement. Patient involvement is unknown.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was a defective component found in the laboratory setting. The root cause of the reported issue was a defective component regulator pr3. This component was placed on hold by the fa lab. The root cause was related to a material issue.